Manufacturer narrative:
Initially, it was stated that there was no report of extended hospitalization. Additional information was received on 01/28/2021 and it was stated that prolonged hospitalization was required. Therefore, b2. Is hospitalization initial/prolonged was checked. In addition, h6. Health effect - impact code of hospitalization or prolonged hospitalization was added to this report. Patient had fully recovered from the issue and was discharged from the hospital. It was reported that it is possible that the issue had occurred during the pulmonary vein isolation. No biosense webster, inc. (Bwi) product malfunctions were reported. The physician¿s opinion regarding the cause of this adverse event is that the issue is not related to bwi product malfunction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 01/23/2021, it was noted that on follow-up report#1 (mwr-03122020-0000853458 ) h6. Type of investigation is missing the 3500a code for analysis of production records. Therefore, the 3500a code for analysis of production records has been included on this follow-up report #2 and the awareness date for this report was changed to 1/23/2021.

Manufacturer narrative:
Additional information received on 12/03/2020 correcting the previously reported concomitant product def,7f,15mm dia,ccw,20p,2x10dr with product code d7l2015rt. The correct product is a 7fr def lassonav sh,12p,15mm,d with product code d134901. Therefore, concomitant medical products and therapy dates has been completed. In addition, the lot number for product code d134805 was also provided which is 30422937m. Therefore, these fields have been populated: d4. Lot, d4. Expiration date and h4. Device manufacture date. A manufacturing record evaluation was performed for the finished device 30422937m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Component code of ¿appropriate term/code not available¿ represents no findings available because device not returned. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent cardiac ablation procedure for atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. After the patient returned to the ward blood pressure decreased, and examination revealed pericardial effusion and tamponade. Pericardiocentesis was performed followed by thoracotomy. The physician commented that the patient has not been identified on the day of the case and the surgeon has not confirmed it, so we will report it when additional information is collected. The patient was discharged and his condition was not serious. There was no report of extended hospitalization.